Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were broken, the barrel clamp guide was shattered and the size pot pin was broken off. It was also observed that the top case corners were chipped, all the tubing guides were broken, the keypad, support lens and bottom case were cracked and the battery door was broken. Review of the event history log showed an occurrence of an "invalid syringe size" error message. Functional testing was performed and it was found that the device alarmed "invalid syringe size" during the syringe test. The syringe size value was found to be stuck at 1.275". The investigation determined that impact that broke the size pot pin was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. The damaged size pot, barrel clamp guide, barrel clamp rod and tapered spring were replaced to correct the issue. The pump then passed all functional tests. Service history review identified this device has not been in for service previously., corrected data: h6: health effects

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed plunger error. No patient injury reported.